Event description:
During a review the pt's programming history, it was noticed that a partial programming event occurred on (B)(6) 2009 following interrogation which resulted in the pt's device being reprogrammed to 0ma. The settings were not reprogrammed prior to the pt leaving the clinic. The settings were reprogrammed on the follow up visit on (B)(6) 2009.

Manufacturer narrative:
Analysis of programming history.